Manufacturer narrative:
(B)(4). Covidien field service engineer (fse) inspected the device and verified the malfunction. The fse replaced the graphical user interface (gui) printed circuit board (pcb). The backlight inverter pcb and software were updated. The ventilator passed the calibrations, extended self-test, short self-test and performance verifications test.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator graphic user interface (gui) lower display, had vertical lines. It is unknown if there was patient involvement. Additional information has been requested.